Event description:
Customer alleged tilt actuator motor is making a clicking noise and does not move consistently. Customer also stated it only goes down with weight on it but doesn't come up with any weight. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided - (B)(4). Model tdxsp-mcg, (B)(4) is approximately 8 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer advised that the tilt actuator is making a clicking noise. The actuator only goes down with weight applied but does not come back up with any weight. A quote has been issued for the replacement part and the damaged actuator is to be returned to invacare for an inspection and evaluation. No injury.